Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Moreover, an additional observation of endocarditis was also reported. This right atrial (ra) lead was then removed without difficulty. No additional adverse patient effects were reported.